Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-09349, related manufacturer reference number: 2017865-2021-09350. It was reported that the patient presented to the hospital experiencing an infection. The pacemaker system was explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.